Event description:
Additional info received from MFR on 09/11/1998: based upon the info received from the risk manager at the hospital, the actual product sample involved in the incident would not be returned to the manufacturer for evaluation. Complaint trend history from 1/95 to present has one other complaint for this product. The issue was misalignment caused by one loose screw. The device history for this product was reviewed denoting no rejections for shipments received in the past two years.

Event description:
Additional info recieved from MFR on 09/15/1998: based upon the info received from the healthcare professional, co has determined that the report does not meet the criteria for a reportable event. Therefore, allegiance healthcare will not file this report as a manufacturer's medwatch.